Event description:
The haptic of the lens was found broken upon the opening of the lens carrier.

Manufacturer narrative:
Results: the lens was received positioned incorrectly in the open carrier. One haptic of the lens was found bent.